Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was able to be confirmed via review of the log files. The mobile power unit (mpu) (serial number: (B)(6) ) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 8 days ((B)(6) 2021 per timestamp). No external power and low voltage hazard alarms were active on (B)(6) 2021 at 20:37:37 - 20:37:42, and on (B)(6) 2021 at 12:23:34 ¿ 12:23:55 while the controller was connected to the mpu. The alarms cleared shortly after activating and the backup battery was able to provide power to the system during these alarms. There were no other notable alarms active in the log file. Pump operation was not affected. Additional information provided on 22oct2021 stated that there has been a loss of power on one occasion while on the mobile power unit (mpu) and the response was placing the controller on battery power. Additional information provided on (B)(6) 2021 stated that no products will be returning. The root cause of the reported event was conclusively determined to be caused by loss of power as mentioned by the customer. Heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. The device history records were reviewed for the mpu (serial number: (B)(6) ) and was found to pass all manufacturing and qa specifications before being shipped to the customer on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's log files were submitted for review after a loss of external power was recorded. A review of the log file found low power advisory, low power hazard, and no external power event while on battery power on (B)(6) 2021 at 20:30. The data indicated that the patient was attempting to change power sources to the mobile power unit (mpu) and the mpu lost external power. Additionally, there were a few low power hazard and no external power events while connected to mpu power on (B)(6) 2021 at 12:23. The patient's family reported losing power on one occasion while connected to mpu, which sounded the vad alarm. At that time they responded by putting the patient on battery power.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.